Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a low voltage lead, patient experienced phrenic nerve stimulation. Reportedly, stimulation was not present when patient was supine, so it was determined that phrenic nerve stimulation was positional in nature. Reprogramming was performed and patient did not experience any stimulation with newly programmed settings. No further patient complications have been reported as a result of this event.